Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 360-361 mg/dl; cause was suspected as ongoing intermittent occlusion alarms. Customer performed multiple infusion set and cartridge changes, cleaned the holes at the back of the pump, and restarted the pump to attempt to clear the occlusion. The customer administered insulin via an insulin pen to address bg prior to the ER visit. The customer was treated with ringer acetat intravenous infusion and manual injections to address the elevated bg. Customer was discharged 24 hours later with no permanent damage sustained. Customer reverted to an alternate method of insulin.